Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and one month following the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram (tee) revealed abnormal systolic gradients, severe aortic stenosis, aortic insufficiency, small paravalvular leak in the region of the left coronary cusp and moderate-severe central aortic regurgitation. Approximately two months following the tee, a second valve was implanted successfully. No additional adverse patient effects were reported.